Manufacturer narrative:
The reported meter has been returned and is pending investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported his adc blood glucose meter was reading higher than a reading obtained on a paramedic meter. The customer reported receiving a reading of 267 mg/dl on his adc meter; however it is unknown what time the reading was obtained in relation to the medical event. The customer further reported that on (B)(6) 2018 at 1:00pm he lost consciousness while at a pharmacy and was experiencing seizures. The pharmacist called the paramedics who arrived at 1:30 pm and provided him with an unspecified IV solution. A reading of 27 mg/dl was obtained on the paramedic¿s meter (time unspecified). No additional treatment was reported. There was no report of death or permanent impairment associated with the reported event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. A similar reading was found in the meter's memory.

Event description:
A customer reported his adc blood glucose meter was reading higher than a reading obtained on a paramedic meter. The customer reported receiving a reading of 267 mg/dl on his adc meter; however it is unknown what time the reading was obtained in relation to the medical event. The customer further reported that on (B)(6) 2018 at 1:00pm he lost consciousness while at a pharmacy and was experiencing seizures. The pharmacist called the paramedics who arrived at 1:30 pm and provided him with an unspecified IV solution. A reading of 27 mg/dl was obtained on the paramedic¿s meter (time unspecified). No additional treatment was reported. There was no report of death or permanent impairment associated with the reported event.